Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of stage one diffuse lamellar keratitis (dlk), observed on a patient's right eye one day post lasik treatment. Patient noted eye was irritated. Reporter indicated patient was placed on increased topical steroid eye drop use. Additional information has been requested.